Event description:
A report was rec'd that a pt with a pre-existing medical history of diabetes rec'd a right eye memorylens implant in 2000. At the pt's visit to the surgeon 5 months later, the dr diagnosed that while there was no adverse reaction, the lens had opacified. The lens was explanted the following month and replaced with another lens. The surgeon performed a vitrectomy at the same visit. At the pt's latest exam the next month, the pt's visual acuity was listed as finger count and the dr's diagnosis for the pt was marked as excellent, but the dr did feel this incident was lens related.